Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for a broken luer adapter with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that an unspecified number of bd vacutainer® multiple sample luer adapters experienced non patient needle separation from the holder luer/adaptor/hub during use. The following information was provided by the initial reporter: when the radiology manipulator wanted to take the dose of medication, the needle broke.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd vacutainer® multiple sample luer adapters experienced non patient needle separation from the holder luer/adaptor/hub during use. The following information was provided by the initial reporter: when the radiology manipulator wanted to take the dose of medication, the needle broke.